Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the biliary tracts for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the preparation, the balloon was able to be inflated; however, it was noticed that the balloon had an irregular shape, which was confirmed via a video submitted by the customer. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event.